Event description:
It was reported that an altitude alarm occurred and that a cartridge alarm occurred during insulin delivery. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issues.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged altitude alarm issue was verified, but the alarm 30 issue could not be verified.